Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Also received with cracked battery tube threads. Unable to verify excessive no delivery alarms due to no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and no delivery alarm. The blood glucose at the time of the incident was 158 mg/dl. Troubleshooting was performed. The device was returned for analysis.